Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Shedding off cotton- tampon [device breakage]. Feels like they won't go fully up- tampon [device deployment issue]. Case narrative: consumer reported via e-mail that the tampon is shedding cotton. No injury reported.